Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the 38mm +3 poly trial split during trialing. All pieces were found and discarded. No surgical delay reported.

Event description:
Questions: a. What part of the instrument broke? B. Did it break into two or more pieces?" Answers: hello. The plastic part broke and it broke down into 2 pieces. ------------------------- it broke into 2 pieces. I don¿t remember which part. I think it just broke down the middle.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5